Event description:
It was reported that while the ventilator was connected to a test lung and ventilated in volume control mode, the measured inspiratory and expiratory tidal volumes were zero. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).